Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Customer stated that low bg levels are due to running a race. Customer brought bg levels back to target range with candy. Recommendation was made to discuss diabetes management with customer's health care professional.